Event description:
The patient's spouse also mentioned they (the spouse/patient) had a pacemaker and provided history about their pacemaker: they said initially their pacemaker was made up of (B)(6) leads and a "boston" implant/pacemaker but then they hadn't been MRI compatible that way, so they changed out the boston implant to a (B)(6) one, so they could be MRI compatible. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).